Event description:
It was reported that during follow up, it was noted that vf episodes due to noise were recorded on the device. No inappropriate therapy was delivered. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.